Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 150 to 167 mg/dl. Testing performed four times daily. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Currently taking insulin to manage diabetes. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 121 mg/dl and 72 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 07/31/2018 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: 67 mg/dl (B)(6) 2015 04:35pm, 157mg/dl (B)(6) 2015 10:21am, 134mg/dl (B)(6) 2015 08:06am, 174mg/dl (B)(6) 2015 08:38pm, 176mg/dl (B)(6) 2015 05:30pm. Adverse event not reported.